Manufacturer narrative:
Omit: b17 device not returned, c20 no findings available, d15 cause not established. Additional information : device available for eval?, returned to manufacturer on, report source, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c, d codes , remedial action required, remedial action # h3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the large volume pump modules had failed patient side occlusions. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the large volume pump modules had failed patient side occlusions. There was no patient involvement.

Event description:
It was reported that the large volume pump modules had failed patient side occlusions. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: remedial action required and manufacturer narrative investigation summary: pump module sn (B)(6). The complaint of the pump module sn (B)(6) failing patient side occlusion testing was not confirmed; laboratory testing of the pump module showed the pressure sensors were operating within specification. ¿ laboratory testing showed the device was operating within specification. O with light finger pressure applied, both pressure sensors reached a rail voltage (4.85v-5v) as expected and decreased to within specification when pressure was released. ¿ inspection of the pump module found incidental findings only with no relation to the reported complaint. O no visual anomalies were observed on the pressure sensors; both pressure sensors were observed to be fsa series sensors (date codes: 03 march 2019). ¿ review of the pcu logs could not be performed because the pcu and its associated logs were not returned for investigation. ¿ review of pump module sn (B)(6) event log showed on 21 december 2023 at 8:15 am, the pump module was powered on attached to pcu sn (B)(6) as channel a. O there was no record of any keypresses on the device on the reported event date. No alarms or errors were recorded. ¿ review of pump module sn (B)(6) error log showed no errors were recorded on the reported event date. ¿ to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. ¿ there was no patient involvement reported. Pump module sn (B)(6). Although the complaint of the pump module sn (B)(6) failing patient side occlusion testing was not confirmed, extensive laboratory testing showed both of the pressure sensor voltages were below the manufacturer¿s specification for the fsa pressure sensors. ¿ laboratory testing showed both pressure sensors had voltages below specification in the as-received condition. O with light finger pressure applied, both pressure sensors reached a rail voltage (4.85v-5v) as expected; however, the voltages decreased to below specification when pressure was released. ¿ inspection of the pump module found incidental findings only with no relation to the reported complaint. No visual anomalies were observed on the pressure sensors; both pressure sensors were observed to be fsa series sensors (date codes: 03 march 2019). ¿ review of the pcu logs could not be performed because the pcu and its associated logs were not returned for investigation. ¿ review of the pump module sn (B)(6) error log showed only errors unrelated to the reported complaint were recorded on the reported event date (200.4050.0- software version compatibility failure). ¿ review of pump module sn (B)(6) event log showed, on 21 december 2023 at 8:15 am, the pump module was powered on attached to pcu sn (B)(6) as channel b. ¿ between 1:11 pm and 1:28 pm, there were three (3) instances the pump module was powered on attached to pcu sn (B)(6) as channel b followed by immediate channel malfunction alarms (200.5040.0- software compatibility failure). O there was no record of any keypresses on the device on the reported event date. ¿ to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. ¿ there was no patient involvement reported. Pump module sn (B)(6). Although the complaint of the pump module sn (B)(6) failing patient side occlusion testing was not confirmed, laboratory testing showed the pressure sensor voltages were below the manufacturer¿s specification for the fsa pressure sensors. ¿ laboratory testing showed both pressure sensors had voltages below specification in the as-received condition. O with light finger pressure applied, both pressure sensors reached a rail voltage (4.85v-5v) as expected; however, the voltages decreased to below specification when pressure was released. ¿ inspection of the pump module found incidental findings only with no relation to the reported complaint. O no visual anomalies were observed on the pressure sensors; both pressure sensors were observed to be fsa series sensors (date codes: 05 march 2019). ¿ review of the pcu logs could not be performed because the pcu and its associated logs were not returned for investigation. ¿ review of the pump module sn (B)(6) error log showed only errors unrelated to the reported complaint were recorded on the reported event date (200.4050.0- software version compatibility failure). ¿ review of pump module sn (B)(6) event log showed, on 21 december 2023 between 12:14 pm and 12:15 pm, there were two (2) recorded instances the pump module was powered on attached to pcu sn (B)(6) as channel b followed by immediate channel malfunction alarms (200.5040.0- software compatibility failure). ¿ at 12:18 pm, the pump module was powered on attached to pcu sn (B)(6) as channel a. ¿ between 1:25 pm and 1:28 pm, there were two (2) recorded instances the pump module was powered on attached to pcu sn (B)(6) as channel a followed by immediate channel malfunction alarms (200.5040.0- software compatibility failure). O there was no record of any keypresses on the device on the reported event date. ¿ to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. ¿ there was no patient involvement reported. Root cause: the root cause of the pump module sn (B)(6) failing patient side occlusion testing was not identified; laboratory testing of the pump module showed the pressure sensors were operating within specification. The probable cause of the pump module sn (B)(6) and pump module sn (B)(6) failing patient side occlusion testing is being attributed to faulty pressure sensors; laboratory testing showed the pressure sensor voltages were below the manufacturer¿s specification suspected to be attributed to broken wire bonds or separated ball bonds inside the pressure sensor circuit(s). Note that imdrf annex a1801, c0601, d01 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.